Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 4mm x 60cm balloon. The balloon appeared to have been previously inflated. There were no kinks or bends noted on the catheter. Functional/performance evaluation:the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire and it passed without issue. The inflation hub was connected to an inflation device, and an attempt was made to inflate the balloon with water. The balloon was unable to be inflated. The proximal end of the catheter was cut off near the proximal balloon glue joint and the balloon was connected to an in-house tuohy borst connector. The tuohy borst connector was then connected to an inflation device, and an attempt was made to inflate the balloon with water. The balloon was still unable to be inflated. Upon further inspection, it was noted that there were dried saline crystals inside the proximal portion of the balloon, likely blocking the inflation lumen. There were no leaks noted coming from the strain relief or along the length of the catheter. As the balloon was unable to be inflated due to the condition of the returned sample, a leak could not be identified on the balloon. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The complaint investigation is inconclusive for a leak, as the balloon could not be inflated due to the poor sample condition. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the ultraverse 035 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use in the sfa, a pta balloon allegedly would not inflate. The healthcare provider reported the device was removed through a 6fr sheath without issue. Upon removal, the solution was reportedly leaking from the balloon. The hcp further reported that another balloon was used to complete the procedure. There was no reported consequences or impact to the patient.